Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the device was found to be in backup vvi mode after interrogation using inductive wand telemetry. It was also noted that the device could not be interrogated using radio frequency telemetry. The device was replaced. The patient was stable after the procedure.

Manufacturer narrative:
Additional information: the reported field event of the failure to interrogate the device was not confirmed while the reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to an unknown power-on reset (por). The device was returned in backup mode and was tested on the bench. The device could not reproduce the backup mode which was consistent with a hardware latch issue. A longevity assessment was performed and the device was at the normal range of operation. The cause of the bvvi was due to an unknown por.